Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One device was received for evaluation. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received. The visual inspection found the device receptacle damaged. The reported condition was confirmed. The device receptacle was damaged. The investigation could not determine a root cause or a probable root cause for the damage. The receptacle was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cautery was sparking and temperature of the cautery pencil was extremely hot. Caused sterile drapes to burn but didn¿t cause any patient injury. The generator failed some tests and is going to be returned. A new unit was brought in as well as new cautery.